Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform an "incompatible sensor" message with the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure, but indicated no third-party treatment was required. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed in the event log. Visual inspection has been performed on the sensor plug assembly, no issues were observed. Therefore, issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform an "incompatible sensor" message with the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure, but indicated no third-party treatment was required. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.